Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the patient was connected to a savina 300 and that the device shut down during ventilation. The device gave multiple alarms that the temperature sensor is disconnected or defected. After this, device shut down completely (display went black) and ventilation was stopped. After a moment, display started up again and went in stand-by mode. The failure is repeatable. No patient injury was reported.

Manufacturer narrative:
The description of the event and the logfile sent were analyzed regarding the reported shut down. The requested electronic components were not sent back and could not be considered within the investigation. The analysis of the logfile revealed that an internal supply voltage was out of range caused by a failure either within the power supply, the control board or both. Due to the fact that the suspected electronic components were not made available the exact root cause could not be determined. However the safety software identified this deviation and forced a ventilator restart with accompanying audible and visible alarms. During restart which takes maximum 12 seconds the emergency air intake is opened allowing the patient to breath spontaneously. After successful restart ventilation is being continued with previous settings. In case several restarts have not solved the deviation the device switches into safe operation mode with accompanying audible and visible alarms while the emergency air intake is opened allowing the patient to breathe spontaneously. The device reacted on an internally determined deviation as specified.